Manufacturer narrative:
This report is being submitted as follow up no. 1 for mfg. Report no. 1118880-2015-00113 to provide an update on the status of this report. The investigation has yet to be complete. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. (B)(4).

Event description:
This report is being submitted as follow up no. 1 for mfg. Report no. 1118880-2015-00113 to provide an update on the status of this report.

Manufacturer narrative:
Although there was reportedly no impact to the patient, the event description indicates blood loss did occur. Blood loss was greater than 250ml. The actual device has not been received and the evaluation is not yet complete. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. A comment was made by the user facility that several incidences of valve leakage had occurred. However, those events were not reported to the manufacturer and no additional information was available including event dates, product codes, patient information or any specific event descriptions. Therefore, because it is not possible to conduct meaningful investigations or obtain sufficient information about the individual events, we are including this anecdotal information within this report for reference purposes. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
The user facility reported valve leakage on the involved device. Follow up communication with the user facility confirmed the following information: valve leakage on multiple sheaths; the device was exchanged out for another sheath; blood loss was greater than 250ml; the procedure was completed; and (5) it was reported the patient is doing fine.

Manufacturer narrative:
This report is being submitted as follow up no. 2 for MFR. Report no. 1118880-2015-00113 to provide the sample evaluation results. The actual device was not returned to the manufacturing facility for evaluation. Therefore, the investigation was based upon evaluation of the user facility information and retention samples from a recent lot as well as the surrounding lots. A visual examination of the samples confirmed there were no visual defects. In addition, functional testing confirmed the products met manufacturing specification. The production lot number was not provided by the user facility, which prevented a meaningful review of production and complaint records. The investigation results verified that the retention samples were normal product with no anomalies which would lead to the reported leak. The exact cause of the reported issue cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Actual device not returned.

Event description:
This report is being submitted as follow up no. 2 for MFR. Report no. 1118880-2015-00113 to provide the sample evaluation results.